Event description:
It was reported that left hip revision surgery was performed due to metallosis, specifically cobalt toxicity due to metal-on-metal prosthetic components resulting in constant pain, forgetfulness, cognitive defects, and chronic fatigue.

Manufacturer narrative:
It was reported that left hip revision surgery was performed. During the revision the hemi head, modular sleeve, acetabular cup & stem were removed. As of today, the implanted devices, all of which were used in treatment, and additional information has been requested for this complaint but has not become available. A review of the complaint history for the cup, head, sleeve & stem was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the head and stem. Similar complaints were identified for the cup and sleeve and this will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Device history record review confirmed that all released parts met specifications applicable at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. The medical documents were reviewed. Although the cobalt levels were reported to be at a toxic level, neither the levels nor the lab reports were provided for review. The reported cobalt toxicity, pain, fatigue and cognitive dysfunction cannot be confirmed or concluded to be related to the devices. The intraoperative findings of flutes on the stem which were densely grown into the cortical bone shows good integration of the stem and the bone without loosening. Without the supporting lab, imaging, and the analysis of the explanted components, the root cause of the reported reactions cannot be confirmed, and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be re-opened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
It was reported that left hip revision surgery was performed. During the revision, the cup, head, sleeve and stem were removed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the acetabular cup, hemi head, modular sleeve and stem was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the hemi head and stem. Similar complaints have been identified for the acetabular cup. This will continue to be monitored. Similar complaints have been identified for the modular sleeve. However, as the device is no longer sold, no action is to be taken. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. No further actions are required at this time. The available medical documents were reviewed. Based on the documentation provided, the root cause of the patient¿s reported cobalt toxicity, pain, fatigue and cognitive dysfunction cannot be confirmed or concluded to be related to the bilateral hip devices. However these symptoms may be consistent with findings associated with metal debris. The root cause of the patient¿s post-operative left hip dislocation cannot be concluded. The subsequent left hip revision intraoperative findings of flutes on the stem which were densely grown into the cortical bone, shows good integration of the stem and the bone without loosening. The reported right hip revision intraoperative findings of synovitis associated with metallosis cannot be concuded, however these symptoms may be consistent with findings associated with metal debris. Without the supporting radiographic imaging, and/or the analysis of the explanted components, the root cause of the reported reactions cannot be confirmed, and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the revisions and expected postoperative healing/pain cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.